Manufacturer narrative:
Customer also reported that the batteries involved in this incident have since been placed in the charger and seem to be ok. The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows that the top cover, front enclosure, and the bottom enclosure were cracked. In addition, the battery lock was also observed to be bent. The physical damages found during visual inspection are not related to the reported complaint. The damages appear to have been caused by normal wear and tear (autopulse manufactured in 6/2007). A review of the autopulse archive was performed and the archive data shows that multiple faults occurred on the reported event date of (B)(6) 2015. These faults included: user advisory 17 (max motor on time exceeded during active operation), user advisory 2 (compression tracking error) which occurred on the first compression, user advisory 18 (max take-up revolutions exceeded) and a warning 1 (low battery warning) message. A review of the autopulse archive was performed to assess the customer's battery management practices. Review of the archive shows that warning 1 and battery lost messages occurred on the reported event date, when the autopulse was used with li-ion battery (s/n (B)(4)) (date code: 1/2013). Li-ion battery 5693 (date code: 1/2013) was also used on the reported event date. The archive shows that the voltage for battery (s/n (B)(4)) started at 38v and then dropped to 31v after 4 minutes of compressions. The voltage for battery (s/n (B)(4)) started at 38v and then dropped to 30v after 6 minutes of compressions. An investigation conducted using the batteries serial numbers ((B)(4)) found that these batteries were within their expected life span of 2-4 years. Per the device labeling IFU, each battery should be test cycled every 30 days. Both batteries were test cycled appropriately, however they were not fully charged at time of use. Initial functional testing was performed and the reported complaint could not be duplicated. The platform ran with a test mannequin for 25 minutes and an additional 20 minutes with the large resuscitation test fixture. A defibrillator charge and shock was also utilized many times during testing starting from 1 joule to 200 joules and no problems were observed. Based on the investigation, the parts identified for replacement were the top cover, front enclosure, bottom enclosure and the battery lock. In summary, the reported complaint could not be reproduced during functional testing. Therefore, the defibrillation shock does not affect the performance of compressions. The reported complaint of the platform showing the "battery empty" message was confirmed during review of the archive. Per the autopulse maintenance guide (p/n 11653-001), ua17 is an indication that the lifeband is twisted or that the battery voltage is low. The platform exhibited a warning 1 message followed by a ua17 fault. These messages occurred due to the battery being in a low power state. The physical damages found during visual inspection are unrelated to the reported complaint. The damaged parts were replaced. The root causes for ua2 and ua18 faults could not be determined. However, per the autopulse maintenance guide (p/n 11653-001), ua2 is an indication that the patient or the lifeband was out of position, or the lifeband was opened during active operation. Ua18 is an indication that the patient's chest is too small while sizing the patient. The battery lost message was exhibited as a result of battery (s/n (B)(4)) being pulled out from the platform while the platform was on. However, this error message is unrelated to the reported complaint. Upon replacement of the damaged parts, the platform was re-evaluated through functional testing and the platform passed all testing criteria.

Event description:
It was reported that during use on a cardiac arrest patient in a ventricular fibrillation state, the autopulse® platform stopped performing compressions, when the patient was shocked by the defibrillator. The patient was given two shocks while the autopulse was performing compressions. After the first battery was used for approximately 10 minutes, a second shock was delivered and the autopulse immediately stopped performing compressions. The first battery provided an indication that it was empty, therefore the battery was exchanged with a second battery, which ran for 15 minutes until the patient was delivered to the hospital. When the patient was removed from the autopulse platform, the hospital staff reverted to manual CPR (exact length of time not provided). The patient was still in a ventricular fibrillation state. Information regarding patient survival is unknown, however no adverse patient sequelae was reported. No further details were provided.